Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin was leaking while priming. Alarm history did not show a compromised force sensor alarm. It was also reported that numbers did show on screen and when it did, the numbers continued to scroll up when holding the act button. Troubleshooting was performed but could not continue due to customer needing to be sent a resevoir and change battery.